Event description:
(B)(6) -the dealer reported that the 6291-1 walker leg snapped / broke below the crossbar, while the end user was walking at home, and as a result, he fell against the wall. However, no injury was reported.